Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic') and ovarian neoplasm ('tumor / teratoma / cancer type: tumors on ovaries') in an adult female patient who had essure (batch no. 836404-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pills from 2009 to 2011 and ortho-tricycline from 1996 to 2009. Concurrent conditions included morbid obesity, gastroparesis, orthostatic hypotension, fibromyalgia and degenerative disc disease. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) since 2012. In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced back pain ("lower back pain"), abdominal pain lower ("lower abdomen pain") and arthralgia ("joint pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain, worsened after essure") and experienced migraine ("migraines / headaches worsened after essure"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti never had before") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2012, the patient experienced tooth fracture ("dental problems:cracking") and teeth brittle ("dental problems:brittle"). In (B)(6) 2015, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with sumatriptan (imitrex), topiramate, surgery (lapband surgery) and wound care (total hysterectomy (uterus and cervix removed)). Essure was removed in june 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, abdominal pain lower and arthralgia had resolved and the ovarian neoplasm, weight increased, mood swings, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, migraine, dysmenorrhoea, tooth fracture and teeth brittle outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, menorrhagia, migraine, mood swings, ovarian neoplasm, pelvic pain, teeth brittle, tooth fracture, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per summons the date of insertion was 2012, now in current pfs, the date of insertion was reported (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic') and ovarian neoplasm ('tumor / teratoma / cancer type: tumors on ovaries') in an adult female patient who had essure (batch no. 836404) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pills from 2009 to 2011 and ortho-tricycline from 1996 to 2009. Concurrent conditions included morbid obesity, gastroparesis, orthostatic hypotension, fibromyalgia and degenerative disc disease. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) since 2012. In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("lower back pain"), abdominal pain lower ("lower abdomen pain") and arthralgia ("joint pain"). In june 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain, worsened after essure") and experienced migraine ("migraines / headaches worsened after essure"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti never had before") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2012, the patient experienced tooth fracture ("dental problems:cracking") and teeth brittle ("dental problems:brittle"). In (B)(6) 2015, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with sumatriptan (imitrex), topiramate, surgery (lapband surgery) and wound care (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain, abdominal pain lower and arthralgia had resolved and the ovarian neoplasm, weight increased, mood swings, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, migraine, dysmenorrhoea, tooth fracture and teeth brittle outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, menorrhagia, migraine, mood swings, ovarian neoplasm, pelvic pain, teeth brittle, tooth fracture, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per summons the date of insertion was 2012, now in current pfs, the date of insertion was reported (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. Lot number was added. Injury nos replaced with new events. Added event pelvic pain, mood swings, abnormal bleeding (vaginal, menorrhagia), metallic taste, uti, yeast infection, depression , anxiety, migraines / headaches, dental problems: brittle, cracking,, dysmenorrhea (cramping), tumors on ovaries, abdominal pain, back pain, joints pain, weight gain, she did not undergo essure confirmation test. Event onset date was added. Updated outcome of events, pain and abnormal bleeding from unknown to recovered/resolved. Reporter's information was added. Patient's demographics was added. Date of insertion was updated. Date of removal was added. Medical history, historical conditions, concomitant drugs, treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.